Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse found the system was on with the universal surgical manipulator (usm2) disabled. The isi fse restarted system and system started up normally. The isi fse went ahead and replaced usm 2 as a precaution. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint of ¿error 32096 and 25730¿. The unit was tested on an in-house system and failed normal mode as it triggered error 31226. System logged errors 31226, 32114, 32096, 25730 and 32097. The unit tested on pftp, it failed fibers tests pointing to clock spring. When clock spring fiber swapped with a new one, clock spring fiber test passed. When the original clock spring fiber reinstalled, it failed fiber test pointing clock spring. The unit then tested on a pftp with a new fiber clock spring and it passed lissajous, cva characterization, brake release, brake hold, carriage strength, friction tests, carriage sensors check, carriage friction and advanced brake. Fiber clock spring assembly will replace as a fix to the reported problems. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: an usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, arm #2 had recoverable faults. Prior to calling technical support, the customer power cycled the system 2 times but the issue remained. The surgeon stated they were not interested in power cycling the system again and disabled arm #2. The surgeon was using the system with 3 arms. The site was completing the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with no injury to the patient.